Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the probe burned through the sheaths.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The sheath was visually inspected for damages, and the distal end is melted. Unable to function test the sheath due to the damages. The probable root cause for melting the sheath: could be conductive irrigant used was inside the distal end and contacted the l-tip and the sheath causing the sheath to melt. Power set too high. User misuse or overuse.

Event description:
It was reported that the probe burned through the sheaths.